Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was using an echelon straight 45 mm to perform the procedure. For the creation of the gastric pouch, the surgeon selected a blue reload for the echelon straight 45 mm. The first firing cycle was completed without any resistance or strange noises heard. After completing the firing cycle, the surgeon opened the stapler and noticed that the staple line was incomplete. It seemed that only one staple line out of the total of three lines were created on the left side of the stapler. The stapler line was completely open. The surgeon had to use two more blue reloads to remove the open staple line from the patient without any consequences for the patient. The surgeon used the same stapler and the stapler was working perfectly fine and all staple lines were complete. The surgeon was expecting it had something to do with the reload so that is why the surgeon did not hold on to the echelon gun. Only to the reload that caused the problem. No patient consequences reported.